Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in the USA of contamination of outer part of hose and peritonitis in a female patient coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (dose, and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On an unreported date, the patient experienced contamination of the outer part of the hose (not further specified) which resulted in peritonitis on an unspecified date in (B)(6) 2011. On an unspecified date in (B)(6) 2011, the patient was hospitalized due to the peritonitis. Treatment was not reported. A hospital discharge date and the outcome of the event of contamination of outer part of hose were not reported. At the time of this report, the patient was recovering from the peritonitis and therapy with dianeal was ongoing. The consumer did not provide an opinion of causality. Additional information was received from the peritoneal dialysis nurse who stated the peritonitis was not related to contamination of the hose as previously reported by the consumer. The nurse stated the patient was having difficulty draining, which was determined to be caused by fibrin build-up in the catheter. The patient had her catheter removed and is on back-up hemodialysis. The patient is recovering from the event of peritonitis. There was no allegation against a baxter product. No additional information was provided.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). This complaint was not confirmed. A batch review was conducted for the potentially associated lot numbers (h11f11027 and h11e21028) and there were no exceptions noted during the manufacturing process. The root cause for the reported condition of peritonitis was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.